Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted. No frozen screen was noted. The functional tests could not be performed due the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube and tube window and minor scratches on the display window.

Event description:
Customer reports to have received a button error alarm during bolus. Customer states display screen had also been frozen. Customer's blood glucose was 293 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for high blood glucose and frozen screen. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.